Event description:
It was reported that the patient presented for initial implant of the right ventricular lead. Upon positioning, it was no capture was observed. Multiple unsuccessful attempts were made to reposition the lead. However, no capture was obtained at maximum output. The lead was not implanted. Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical test did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.